Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The customer cancelled the service request. A getinge field service engineer(fse) reach out to the customer and the customer informed the fse the reported issue was a user error, as the customer was entering the wrong date format. Device evaluated by manufacturer? Not returned to manufacturer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a battery runtime date issues, date and time not setting properly. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.